Event description:
On (B)(6) 2013 the reporter contacted animas alleging that for several months, the up arrow and down arrow keypad buttons are intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive; the ok and down arrow buttons responded appropriately. There was evidence of contamination found under all key contacts.